Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that provider suspected a potential infection at the patient's lead site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads and anchors were explanted to address the issue. The patient will be sent to infectious disease to evaluate and treat to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.